Manufacturer narrative:
Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (06/09/2012 to 12/06/2012) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from march 2012 through february 2013 and revealed a significant trend which was addressed through CAPA. The trending for problem code human reaction (march 2012 ¿ february 2013) revealed the risk is considered broadly acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practicable for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system. The use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. The vacuum pump and oil mist filter were returned and tested. The vacuum pump turns on but does not pump down. There was no odor while the pump was running. The reason for return of the vacuum pump was confirmed. The oil mist filter had a small amount of oil mist leaking from the bottom cap. The reason for return of the oil mist filter was confirmed. Asp will continue to track and trend this issue.

Manufacturer narrative:
An asp field service engineer performed maintenance on the sterrad 200 replacing the lower glass (lamp); kit, seal, butterfly and pump,vacuum d25b, st200. The unit met specification and was returned to service (B)(4) 2012.

Event description:
A facility reported an odor emitting from their sterrad 200 system. A healthcare worker (hcw) reported symptoms of nose burning when working with or near the sterrad 200. The hcw did not seek medical attention. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012. In the event asp receives additional information, a supplemental medwatch report will be submitted. Related complaints: 1-gnfv3l and 1-gsuzir. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00120 and 2084725-2012-00121.